Event description:
Implanted with davol composix mesh in 2003, lot# 43end112 and in 2001 lot# 43hkd301. I almost lost my life during 2003 surgery because, mesh entangled and obstructed bowels from the 2001 implant. I stayed in hospital 28 days. The implant from 2003 has malfunctioned in the same manner as before. I have tried to consult medical treatment but am unable to get a physician to treat me. I have tried to obtain info on the lot#'s mentioned above also but have not been able to. Can you help? Have they been recalled or listed in any recall? If not they should be considered in addition to any others. They have serious defects. Mesh implanted in 2001 for hernia. Another was implanted in 2003. It was found then by physician entangled in bowels. I was not told about mesh but was kept in hospital 28 days for bowel obstruction. The mesh implanted in 2003 has detached and I went to a local surgeon who would not help because of issues that the mesh has caused. Dates of use: #1: 2003 - 2009; #2: 2001 - 2003. Diagnosis or reason for use: #1 and #2: hernia. Event abated after use stopped or dose reduced? #1 and #2: no. Event reappeared after reintroduction? #1 and #2: yes.